Event description:
A cartridge change error was reported for the pump. The customer declined to provide information regarding the impact on their blood glucose levels. Technical support guided the customer through inspecting and cleaning various components of the pump, discarded the damaged cartridge, and assisted in loading a new one. The issue was resolved without the need for additional cartridge replacements, and the customer was instructed to monitor the system's performance.